Manufacturer narrative:
Medical device expiration date: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing retraction issues before use. The following has been provided by the initial reporter: the needle retracted to the middle.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing retraction issues before use. The following has been provided by the initial reporter: the needle retracted to the middle.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for premature needle retraction with the incident lot was observed. Evaluation of the customer samples was performed and premature needle retraction was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.